Event description:
Difficult to walk [gait disturbance]. Intense bilateral knee pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding an (B)(6) old female pt, initials l-d with arthritis. The pt's medical history is significant for arthritis. On (B)(6) 2011, the pt initiated treatment with synvisc-one in both the knees. After receiving synvisc-one, the pt experienced intense bilateral knee pain making it difficult to walk without the use of a cane. The pt received intra-articular cortisone injections in both knees on (B)(6) 2011. Action taken with synvisc-one was not provided. The outcome of the pt was not provided. On (B)(6) 2011, additional info was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.